Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, and a thorough review could not be conducted as the part number and lot number were not provided. W/o the broken tulip for eval, it is not possible to determine an exact cause. The screw may have failed in typical fatigue fashion because of non union, or due to excessive force such as a fall or inappropriate activity during recovery. Exact cause of the reported issue cannot be ascertained.

Event description:
Globus rec'd a maude event report on (B)(6) 2014. Description of event reported pt underwent planned bilateral l4-5 hardware removal due to pain on (B)(6) 2014. Surgery took place at (B)(6). Surgeon stated screw was broken; specifically the left l5 pedicle screw tulip was dislodged from the screw. Broken screw was discarded at the hospital. Initial surgery took place (B)(6) 2009 at another hospital. There is no indication a globus rep was present for this removal surgery. It was reported, initial surgery had two revolve screws implanted, (1) 185.464. The (1) 185.463, it is unk which screw is broken. Pt identifier and exact age were not provided, although it was reported pt was over (B)(6) yrs old.